Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of diabetic ketoacidosis (dka) and was hospitalized for greater than 24 hours due to same. Patient stated that he just remembers waking up in the hospital and at camp he thought tubing got pinched. Patient's blood glucose value when admitted to hospital was reported to be above 400 mg/dl. Reason of hospitalization was documented to be diabetic ketoacidosis (dka). Symptoms reported at the time of hospitalization were confusion also, patient only remembered waking up in the hospital. While at the hospital patient was given insulin via drip. No further information available.